Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also confirmed multiple sensor calibration failures which may been a contributing factor for this event.

Event description:
On 4/18/2025, a patient called to report experiencing a low blood glucose (bg) event. Prior to the event, the patient ate a meal. Later in the day, the patient reported not feeling well with nausea and thirst, prompting a call to ems. Ems treated the patient with fluids (unknown) and brought the patient to the ER. At the ER, the patient's fingerstick bg was 304 mg/dl, and the dexcom g7 cgm reading was 379 mg/dl. The patient reported needing to calibrate the g7 multiple times, due to inconsistent readings. The patient was discharged from the ER. The patient resumed ilet therapy and their blood glucose levels came in range.